Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arcticsun device was displaying marginal flow rate. The flow rate was 1.9l/min, the inlet pressure was -7psi. Per troubleshooting, the pads were disconnected and reconnected. The flow rate was 2.0l/min, the patients temperature was 29.3c, the target temperature was 37c, and the water temperature was 40.1c. The high water limit was increased to 42c. The nurse was advised to do regular skin checks, and to discuss with the doctor about concerns over a quick rewarm. The low patient temperature alert was set to 29c.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that the arcticsun device was displaying marginal flow rate. The flow rate was 1.9l/min, the inlet pressure was -7psi. Per troubleshooting, the pads were disconnected and reconnected. The flow rate was 2.0l/min, the patients temperature was 29.3c, the target temperature was 37c, and the water temperature was 40.1c. The high water limit was increased to 42c. The nurse was advised to do regular skin checks, and to discuss with the doctor about concerns over a quick rewarm. The low patient temperature alert was set to 29c.